Event description:
Customer reported that the initial call came in for an unresponsive male patient with suspicion of cardiac arrest. Prior to the arrest, patient was shoveling in his driveway. His spouse saw him laying by the garage and called it in. The arrest was not witnessed and bystander CPR was not performed. The ems chief believes that the patient was down for a short period of time. (Exact length of time was not provided) ems arrived on scene and immediately deployed the platform. Upon deployment, the platform displayed a "system error, revert to manual CPR" message. Ems reverted to manual CPR for the remainder of the call which was about 30 minutes. Patient was taken to a hospital that was 8-10 miles away from the scene of event. Resuscitation efforts were continued at the hospital by hospital staff for an unknown length of time. Return of spontaneous circulation (rosc) was never achieved. The ems chief does not know when the patient was pronounced dead and could not provide a cause of death. However, the chief does not attribute the patient's death to the use of the autopulse.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 01/13/2014 for investigation. Investigation results as follows: the reported complaint of the platform displaying a 'system error - revert to manual CPR' message was confirmed. Review of the archive data confirmed that the platform exhibited multiple system error 136 (internal parameter corrupted) failures on the reported event date of (B)(6) 2014. The system error was also observed upon power on of the platform prior to functional evaluation. Inspection of the platform indicated that the cause of the failure was a failed processor pca board. After the error message was cleared, functional inspection was performed. Load cell characterization was performed and both load cell 1 and 2 were reporting normally. (B)(4). All parameters for this platform met manufacturer's specifications after the error 136 was cleared. Following service, including replacement of the failed processor pca board, the platform passed all testing criteria.